Event description:
A report was received that the patient had to frequently charge her ipg after a previous revision procedure. Database analysis revealed premature battery depletion. It was also reported that the patient¿s lead was exposed in her neck. The physician did not believe that the lead exposure was device related. The patient was administered ancef and underwent an explant procedure to minimize the potential for infection.

Event description:
A report was received that the patient had to frequently charge her ipg after a previous revision procedure. Database analysis revealed premature battery depletion. It was also reported that the patient¿s lead was exposed in her neck. The physician did not believe that the lead exposure was device related. The patient was administered ancef and underwent an explant procedure to minimize the potential for infection.

Manufacturer narrative:
(Sc-1132 sn: (B)(4)) device evaluation indicated that the ipg passed visual, electrical and photographic imaging tests performed. The complaint of the patient¿s frequent charging was confirmed. The battery depletion rate exceeds the typical battery depletion rate. Depletion rate is in the normal range prior to the patient¿s lead revision. At the approximate date of the surgery, the depletion rate climbs markedly. The root cause of the failure is unknown. (Sc-3400-30 sn: (B)(4)) device evaluation indicated that both of the lead splitter bodies were cut. The damage to the splitters are consistent with damages done during the explant procedure and are not considered a failure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted leads and splitters were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.